Event description:
Pt on the plane for a vacation had a sharp pain in the eye. Eye was dry and sensitive to light. Later that night symptoms became worse, all night long eyes became like river of water, swollen, red and very painful. A dr saw her in her hotel room. Antibioic and eye drops were given.